Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that following lead implant procedure the patient was experiencing nerve irritation due to lead migration. The patient underwent a revision procedure. The patient was doing well postoperatively.